Event description:
It was reported that during a laparoscopic nissen fudoplication procedure, it was reported by the hospital that: "the handpiece failed during the procedure. A grinding noise was heard from the handpiece and error code was noted. Prior to this the shear used had a delay in operation after the activation button was depressed. The issues were resolved when the handpiece was replaced. There was no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.